Event description:
A peritoneal dialysis (pd) patient contact verified the reported event occurred several other nights during treatment (dates unknown). Fluid was found around the cycler but not inside the cycler door each time. The patient contact also stated there have also been draining slowly alarms as well and eventually the air detected in cassette alarm during treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) the following days in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported fluid leak issue since moving the cycler more forward on the cart and will discuss the draining slowly alarm issue with the pd nurse during the next appointment. The patient contact confirmed that the cycler sets were discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.